Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The 3.0 x 60 mm armada 14 referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a femoral artery. A 1.5 x 80 mm armada 14 balloon was being inflated when it ruptured at 14 atmospheres after being inflated 2 to 3 times. Then a 3.0 x 60 mm armada 14 balloon was being inflated when it also ruptured at 14 atmospheres after being inflated 2 to 3 times. Another unspecified balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.